Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: difficult to remove requiring medical intervention. Device issue: difficult to remove. It was reported that during procedure, the mini vision stent delivery system (sds) was unable to cross. An attempt was made to remove the device, but it had become stuck in the vessel/lesion. The guide catheter was advanced deeper in an attempt to remove the device, but it still could not be removed. The proximal end of the shaft was then cut off the sds to switch the 6f guide catheter to an 8f guide catheter. The sds was then able to be removed. Once outside the pt, the proximal end of the stent was observed to be extremely damaged. Another company's stent was used to treat the lesion without issue. It was further reported that no pre-dilation was done as this was an emergency case. There were no pt effects reported. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with the stent implant stationary on the balloon and between the markers. The proximal end of the stent implant, the last four rows of struts, were flared and bunched. The balloon was tightly folded. There were three kinks in the distal shaft 1.7cm, 9.7 cm (proximal to the sheath introducer) and 22.8 cm (distal to the sheath introducer) distal to the guide wire exit notch. There was blood and contrast visible in the other company's returned sheath introducer. The sheath introducer was on the distal shaft of the sds 10 cm distal to the guide wire exit notch. The side arm was not returned. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A laser micrometer was used to measure the outer diameters of the stent implant. The proximal outer diameter was not measured due to the damage. The middle and distal outer diameters met mfg criteria. Product performance engineering reviewed the incident info and the returned device analysis. The inability to cross a lesion can be affected by numerous factors including but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. In addition, factors that can contribute to resistance during retraction of the device include, but are not limited to, crossing profile, degree of stenosis, tortuosity, calcification, and interactions with other devices. The pt anatomy was not described in this case, which may have aided the investigation. It should be noted that in the delivery procedures section of the mini vision's instructions for use (IFU), it instructs the user to "pre-dilate the lesion with a ptca catheter". It is possible that not pre-dilating the lesion contributing to the difficulties experienced, though this could not be confirmed. The analysis of the distal portion of the sds was consistent with the reported use of the device. The damage to the stent likely occurred during the procedure as no damage was reported during product inspection prior to use. Furthermore, dimensional analysis determined that the tip seal length and the mid/distal outer diameters of the stent implant all met mfg criteria. The proximal end was not measured due to the extensive stent damage. In this instance, based on the info received with this complaint and the returned device analysis, the difficulties experienced appear to be related to circumstances of the procedure. Also noted during the analysis were three kinks noted in the distal shaft distal to the sheath introducer. Reportedly, no damage was observed during inspection prior to use and thus likely to have happened during or after the procedure or possibly as a result of packaging for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties. A review of the finished device lot history record did not reveal any non-conforming material reports associated with the lot and all on-line inspections and testing met mfg criteria. The profile dimensions all on catheters are confirmed by visual and dimensional checks on the mfg line at abbott vascular. Additionally, all stent delivery system are 100% visually inspected online for stent damage. This MDR is considered closed by the product performance group.